Event description:
It was reported that the patient with this lead experienced a syncope episode, additionally, the patient has not been feeling well and is feeling anxious. It was determined that this lead was fractured. This lead was implanted on the left bundle branch. Further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.